Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer would change the supplies and observed no damage to the cannula or tubing. The customer's blood glucose levels were elevated. The customer's healthcare provider indicated that the customer may be put on a non-tandem pump to manage diabetes. Tandem technical support reached out to the customer to troubleshoot; however, the customer had not responded to them.